Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose value was not reported. She experienced nausea and vomiting. She was treated via insulin drip and manual insulin injection, but the injections were not working. Troubleshooting was declined for the insulin pump. No products were returned or replaced.